Event description:
It has been reported to philips that the system would not start due to an error message for connection establishment failed. Restarting the system did not resolve the issue. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc won't boot up. Fse replaced the host pc with hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.